Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device nurse was unable to remove med from station and message showed as med was not in formulary. A technical support specialist dialed in and observed the first order sample which customer was provided contained med ID 43008803 but after checking on the es web page that med had not existed in es web page facility formulary and no transaction were made for this med at all after checking in the server database. Customer gave a med ID 43032356, and it had the similar generic name and brand name with 43008803, so specialist was suspecting the order should contain 43032356 instead of 43008803 and customer acknowledged via email to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es nurse was unable to remove med from station and message showed as med was not in formulary. There were no adverse events or injuries reported based on this incident.